Event description:
The hosp lab operator intentionally misused the dimension instrument calibration routine for the c reactive protein (crp) assay and did not follow calibration instructions in the instrument manual. The lab subsequently reported a crp result of 2.2 mg/dl on a pt sample. The 2.2 mg/dl result is above the reference interval for crp. An alternate analyzer was also used to test the sample and gave a crp result of 23 mg/dl. The pt was hospitalized for septicemia prior to the testing described above. The pt died in 2001.